Event description:
It was reported, the pt's charger was unable to charge her ipg. A replacement charger was sent to the pt. Attempts to contact the pt to determine if the replacement resolved the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.